Event description:
It was reported that the shipping tube was broken/snapped. The shipping tube was observed to be broken when received in the operating room. The catheter was not used. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The outer box was also received and examined prior to decontamination and was found not to be damaged. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The gray tube is broken 23cm proximal of the bottom of the gray tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The returned outer rectangular box does not appear to be the same box damaged when the customer received the product. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.